Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that their stimulation settings were too high and that they would like to decrease the intensity. Caller mentioned meeting with two medtronic representatives last friday, who reprogrammed the settings. Patient stated that they now have group f, which they did not have before. Patient also stated they called the medtronic representative yesterday and were expecting a call back on tuesday, but did not receive one. They called the rep again and left a message. Agent had caller turn airplane mode 'on' and 'off' and caller confirmed that bluetooth was enabled. Caller confirmed that the communicator is powered on and shows battery light (green). Agent had caller close all running applications, launch mystim app and attempt to connect. Caller confirmed they were able to connect to the implanted neurostimulator and view their therapy information, with group f activated at an intensity of 2.8. For the event date, patient stated probably friday. The patient was redirected to their hcp regarding their therapy settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's rep said that the patient (pt) still had an issue with their stimulation. The pt was seen for reprogramming by a manufacturing representative (rep) but the pt was in worse condition than before. Caller tried to call healthcare clinic again and they did not know how to contact rep. Agent provided national answering service (nas) phone number to caller and redirected caller to healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Steps taken to resolve the issue was the rep worked with them to readjust the settings. It seems a lot better but still doesn't seem quite right. They plan on calling the rep again this week to try and read just the settings again.